Event description:
This was the third event with an endotracheal tube guide that after being placed inside an endotracheal tube during an intubation was difficult or impossible to remove. The stylet is adhering to the plastic on the inside of the endotracheal tube. Two firemen could not physically remove the stylet from the tube in this case and the pt had to be extubated and reintubated with an endotracheal tube without a stylet. The device is a medsource international stylet with soft distal tip item (B)(6) french lot number 1468-14 control number (B)(6) from medsource international (B)(4) USA. Dates of use: (B)(6) 2010. Diagnosis or reason for use: cardiac arrest revived with intercranial bleed.